Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
When taking apart from the shim and poly the product broke in spd while cleaning.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Verified item lot combination and reviewed manufacturing date as returned item # 42527000303, lot # 63169692 exhibits signs of repeated use and the post feature has fractured off all pieces were returned reference attached photographs. The device history records for item # 42527000303, lot # 63169692 & receiving inspection report for item # 42527050303, lot # 80699264 were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Supplier DHR review found that the product was conforming to all specifications and no process deviations; nine pieces were scrapped for cosmetics. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. A complaint history search identified 5 complaints for item # 42527000303 lot # 63169692 combination as of the 26th of january, 2021. Complaints are monitored through monthly complaint review (reference sop040001 and wi040015) in order to identify potential adverse trends. Medical records were not provided. A definitive root cause cannot be determined. Evaluation of the returned device identified the fracture was consistent with previous tasp fractures analyzed. The common failure modes for the tasp devices include either bending overload or low cycle fatigue culminating in bending overload as evident by the presence of hackle marks, river lines and striations features on the fracture surface no corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.